Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins showed an out of regulation (oor) message. There were no external or environmental factors that led to the event. The physician checked the ins and all impedance values were okay. There was no intervention taken, and no surgical intervention is planned. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the oor was not determined, and the issue has not yet been resolved. The charge level of the ins was not known when the oor was triggered. The patient's programmed parameters are: left: interleaving: 1: 2-, 3- c+ 3 ,7v 60usec and 2: 0-, c+ 1,0v 60usec 125hz and on the right: interleaving: 1: 6- c+ 3,6v 60usec and 2: 4- c+ 1v 60usec and 125hz.